Event description:
It was reported that after successful implantation of an unspecified xience xpedition stent in a non-calcified lesion in the non-tortuous left anterior descending coronary artery on (B)(6) 2013, the patient returned with chest pain on (B)(6) 2013; in-stent thrombosis of the xience xpedition was confirmed via angiography. In-stent thrombosis and chest pain were treated successfully via balloon angioplasty with an unspecified balloon dilatation catheter. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.